Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2021, the lead broke while explanting. The broken fragment of the lead remains in patient.